Manufacturer narrative:
Corrected h-10 - additional mfg narrative/corr. Data. Corrected h-10 to reflect the correct updated information. (B)(4). The hp1 device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. The silicone insulation on the cold jaw was partially cracked with no sign od detachment. The heater wire was observed to be slightly flexed away from the center of the hot jaw. The heater wire remained attached at the tip and at the base of the hot jaw. No other failures were observed. Based on the condition of the device as found, the reported failure "peeled; jaw" and analyzed failure "material twisted/bent wire" were confirmed. The DHR for the hp1 subassembly was reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro was opened and it was discovered that the silicone/plastic of the jaw was peeling off. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro was opened and it was discovered that the silicone/plastic of the jaw was peeling off. A replacement device was used to complete the procedure. No patient involvement.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro was opened and it was discovered that the silicone/plastic of the jaw was peeling off. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Internal complaint number: tw # (B)(4). Autonumber : # (B)(4). The hp1 device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. The silicone insulation on the cold jaw was partially cracked with no sign od detachment. The heater wire was observed to be slightly flexed away from the center of the hot jaw. The heater wire remained attached at the tip and at the base of the hot jaw. No other failures were observed. Based on the condition of the device as found, the reported failure "peeled; jaw" and analyzed failure "material twisted/bent wire" were confirmed.